Event description:
It was reported that during a video laparoscopic colectomy, after the device was fired, it was observed that there were not any staples in the reload. There was no adverse consequence to the pt.